Event description:
This is a report of a home patient (hp) who was hospitalized due to peritonitis. The cause of the peritonitis was a leak at the connection between the transfer set and the titanium adaptor. Treatment and outcome not reported. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.